Event description:
It has been reported that the device is not functioning as expected when in use with a simulator.

Manufacturer narrative:
Previously reported on (B)(4) with MDR 3030677-2020-00289. Device has not been returned for investigation.